Manufacturer narrative:
Per IFU 0042-9028 re, impella cp is not intended to be inserted into the lv without the use of a guidewire. The root cause of the cannula being detached was wireless re-access resulting in the pump being bent and twisted in the ventricle leading to the cannula detaching in the ascending aorta during pump removal. The root cause of the hematoma was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella cp pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) white male patient had impella cp pump inserted in the right femoral for acute myocardial infarction (ami) with shock. The pump was bent and twisted in the ventricle, in the ascending aorta the pump separated into two (2) parts. The first piece was removed by the rest of the shaft and the second piece (inlet area and pigtail) was successfully removed after 15 minutes with andra snare.